Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient had hyperglycemia. Her blood glucose level was 600 mg/dl which she tried to treat with bolus and separate injection of insulin. Therfore, she was admitted to hospital on (B)(6) 2016 with high blood glucose, shortness of breath and midsternal chest pain, nausea, weakness and anxiety. No further information was available.